Manufacturer narrative:
Result: siderail timing link; siderail panel.

Event description:
It was reported by service report that the right timing link snapped in half on the black timing bar rail and would lock in the upper position if you worked it. One set of inner and outer arms covers missing on the left rail. No patient involvement or adverse consequences were reported.